Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was not snapped into the sensor pod when the sensor was removed. Patient was not able to locate any portion of the sensor wire. Patient reported redness to lower left abdomen at insertion site. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.